Event description:
The customer observed falsely elevated alinity I free t4 results for multiple samples. The following results were provided: (customer provided reference range 0.7 - 1.48 ng/dl) (B)(6) 2024 sid (B)(6) (lot 60071ud00) initial result >5.0 ng/dl, repeats >5.0 ng/dl, (lot 65500ud00) 1.11 ng/dl, patient diagnosis thyroid nodule hypothyroidism, hashimoto's thyroiditis, additional lab results t3 1.13, tsh 2.2567 (B)(6) 2024 sid(B)(6) (lot 65500ud00) initial result 1.60 ng/dl, repeats 1.34 ng/dl, 1.29 ng/dl, patient diagnosis rheumatic mitral stenosis, additional lab results t3 0.81, tsh 1.6446 (B)(6) 2024 sid (B)(6) (lot 65500ud00) initial result 1.84 ng/dl, repeats 1.34 ng/dl, 1.30 ng/dl, patient diagnosis papillary thyroid carcinoma, additional lab results t3 0.88, tsh 1.1001, a-tg 58.67 (B)(6) 2024 sid (B)(6) (lot 65500ud00) initial result 1.83 ng/dl, repeats 1.32 ng/dl, patient diagnosis gallbladder stone, without mention of obstruction unspecified atherosclerosis, without gangrene, unspecified hypertension, additional lab results tsh 1.8964 no impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information:(B)(6) . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 results for multiple samples. The following results were provided: (customer provided reference range 0.7 - 1.48 ng/dl). On (B)(6) 2024, sid (B)(6) (lot 60071ud00) initial result >5.0 ng/dl, repeats >5.0 ng/dl, (lot 65500ud00) 1.11 ng/dl, patient diagnosis thyroid nodule hypothyroidism, hashimoto's thyroiditis, additional lab results t3 1.13, tsh 2.2567. On (B)(6)2024, sid (B)(6), (lot 65500ud00) initial result 1.60 ng/dl, repeats 1.34 ng/dl, 1.29 ng/dl, patient diagnosis rheumatic mitral stenosis, additional lab results t3 0.81, tsh 1.6446. On (B)(6)2024, sid (B)(6) (lot 65500ud00) initial result 1.84 ng/dl, repeats 1.34 ng/dl, 1.30 ng/dl, patient diagnosis papillary thyroid carcinoma, additional lab results t3 0.88, tsh 1.1001, a-tg 58.67. On (B)(6)2024, sid (B)(6) (lot 65500ud00) initial result 1.83 ng/dl, repeats 1.32 ng/dl, patient diagnosis gallbladder stone, without mention of obstruction unspecified atherosclerosis, without gangrene, unspecified hypertension, additional lab results tsh 1.8964. No impact to patient management was reported. Update: additional information provided on 22oct2024. The following additional falsely elevated alinity I free t4 were provided: on (B)(6)2024, sid (B)(6) (lot 65500ud00) initial result 1.67 ng/dl, repeat result 1.3 ng/dl patient diagnosis papillary thyroid carcinoma, additional lab results t3 1.04, tsh .0089, a-tg <0.9 on (B)(6)2024, sid(B)(6) (lot 65500ud00) initial result 1.56 ng/dl, repeat result 0.93 ng/dl patient diagnosis unspecified hypertension, additional lab result tsh 0.7548. On (B)(6) 2024, sid (B)(6) (lot 65500ud00) initial result 1.56 ng/dl, repeat result 1.25 ng/dl patient diagnosis dyspnea, nos, additional lab results t3 0.62, tsh 0.4137. On (B)(6) 2024, sid (B)(6) (lot 65500ud00) initial result 1.76 ng/dl, repeat result 1.24 ng/dl patient diagnosis growth hormone deficiency, additional lab result tsh 0.8521 on (B)(6)2024, sid (B)(6) (lot 65500ud00) initial result 1.63 ng/dl repeat result 1.25 ng/dl patient diagnosis papillary thyroid carcinoma, additional lab results t3 0.76, tsh 0.0398, a-tg <0.9 on (B)(6)2024, sid (B)(6) (lot 65500ud00) initial result 1.73 ng/dl, repeat results 1.14 ng/dl, 1.08 ng/dl patient diagnosis transient global amnesia, additional lab result tsh 0.7701 on (B)(6)2024, sid (B)(6) (lot 65500ud00) initial result 3.23 ng/dl, repeat result 0.92 ng/dl. Patient diagnosis leiomyoma of uterus, additional lab results t3 1.03, tsh 1.9902. On (B)(6)2024, sid (B)(6) (lot 65500ud00) initial result 1.63 ng/dl, repeat result 1.44 ng/dl patient diagnosis papillary thyroid carcinoma, additional lab results t3 0.76, tsh 0.7338. On (B)(6)2024, sid (B)(6) (lot 65500ud00) initial result 1.63 ng/dl, repeat result 1.43 ng/dl patient diagnosis hyperthyroidism diabetes mellitus type 2 with unspecified complications, additional lab results t3 0.76, tsh 0.0404 on (B)(6)2024, sid (B)(6) (lot 65500ud00) initial result 1.56 ng/dl, repeat result 1.36 ng/dl patient diagnosis postoperative hypothyroidism, additional lab results t3 1.19, tsh 0.011. On (B)(6)2024, sid (B)(6) (lot 65500ud00) initial result 1.5 ng/dl, repeat result 1.36 ng/dl patient diagnosis graves' disease, additional lab results tsh <0.0083, anti-tg 9.34, anti-tpo 1391 no impact to patient management was reported.

Manufacturer narrative:
Additional information for section a1 patient identifier additional patient sids provided: (B)(6). Additional information in section b5. The complaint investigation for falsely elevated alinity I free t4 results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not performed as returns were not available. An increase in complaints has been observed for lot 65500ud00, however, in-house performance was completed which indicates the product is performing as expected. The device history record review did not show any nonconformances, potential nonconformances, or deviations associated with the lot numbers and complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 for lot number 65500ud00 was identified. All available patient information was included. Additional patient details are not available.